Event description:
Event description cpi received information that this bipolar lead was not implanted because during the implant procedure the tip of the lead broke off in the patient's heart. The tip of the lead remains implanted in the patient. The physician's manual 352527-003, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.